Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon and the emergency lamp did not light up. It was confirmed that the reported phenomenon occurred due to the emergency lamp failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to an accidental failure of the emergency lamp of the subject device due to the lamp reaching the end of its life or the filament breaking by an impact such as vibration. And the error, e207 might have occurred by detecting the failure (disconnection) of the emergency lamp. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error, e207 which indicates the emergency lamp of the subject device is burn out or failed was displayed at the unspecified timing. The date of event is unknown. There was no patient injury associated with this report.